Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the unit was confirmed to not power on. The cable had contact issues. The plug harness assembly was replaced and resolved the reported issue. It was noted that the device was last returned for service 12 august 2017. A definitive root cause cannot be determined. The event is confirmed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at this time.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery the dermatome was not working. It first slowed down and then turned off and wouldn't start again. There was no harm or extension in procedure, and an alternate product was available for use. Due diligence is in progress; currently, no additional information has been received.